Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump's display was blank and there was a constant tone. Blood glucose level at the time of the incident was 146 mg/dl. The caller reported that the tone continued even when batteries were removed. Customer's mother was unable to get the display to return during troubleshooting and reported that the silver strip on the device was worn off. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and the operating currents within specifications. The insulin pump passed self test and displacement test. The insulin pump was monitored no blank display anomalies noted. The power connector plugs in and locked in place properly. The insulin pump was received with minor scratched lcd window and case and fading serial number label.